Manufacturer narrative:
Concomitant medical products: product ID: 9733686, version #: 2.1.0. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. Software analysis determined that the probable cause could not be determined due to lack of reproducability. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was observed in the procedure. It was reported that the application software showed the screws were placed inferior and in the disc space. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.